Event description:
Harmonic handpiece would not work using hand activation/control. Only worked using the foot pedal. Clinical engineering review: observed harmonic scalpel with hand activation failure. Scalpel was tested with old cable and a new cable without failure. When scalpel was tested with the trigger assembly (harmonic device) both cables presented failures. Trigger assembly needs to be replaced.